Event description:
The event is reported as: the customer alleges that when trying to activate the blade to intubate the pt, they could not get the light to stay on when pressure was applied to the blade. They tried four different rusch blades. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Four reports (MDR) will be submitted for four blades, as reported by the user facility.